Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a mediastinum tumor resection procedure, the blade was broken off out of the patient body and also an error code 5 was displayed. When the doctor checked the operation video, it did not appear that the blade touched forceps or any other metal instruments. Another device was used to complete the case. There were no adverse consequences to the patient.